Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ due to the gradual loss of tensile strength which may occur over prolonged periods in vivo and some nylon suture should not be used where permanent retention of tensile strength is required. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 12/18/2001 including operative report for previous surgery where ¿he is uncertain as to whether mesh was used there in the past¿ were not provided.] On (B)(6) 2001: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same. Operation: ventral incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia. Assistant: none. Brief history: this 36 year old white male presents with a recurrent ventral incisional hernia. He is uncertain as to whether mesh was used there in the past. Operative summary: ¿with the patient in the supine position a sterile field was prepped and draped and a large defect was noted. A vertical incision was made and the defect was about 8 cm in diameter. The sac was opened and the omentum resected which was stuck to the sac. The sac was resected and closed with running 3-0 vicryl so that the omentum could be reduced. There were no other intraperitoneal viscera present. On opening the peritoneal cavity visual palpation revealed no other defects. The rectus muscles on both sides were dissected away from the posterior sheath and preperitoneal space was used to superiorly and inferiorly as a preperitoneal pocket for the 11 x 14 cm oval kugel mesh patch. This was sutured in six peripheral regions to the posterior sheath and preperitoneal tissue with 2-0 pds. Running 0 pds was used to close the fascia after dissection of subcu of the fascia. A 10 mm flat jackson pratt drain was placed through a separate stab wound and affixed to the skin with 2-0 silk and ¼% marcaine with epinephrine infiltrated in the subcu tissue. Subcu tissue was closed with interrupted 3-0 vicryl and skin staples shut. Sterile dressings were applied and abdominal binder. The patient was transferred to the recovery room in stable condition.¿ on (B)(6) 2001: (B)(6), md. Pathology report. Specimen#: sg-3934-01. Specimen(s) submitted: ventral hernia sac and omentum. Clinical diagnosis and history: umbilical hernia. Gross description: ventral hernia sac and omentum: there are two separate portions of tissue in the container. There is a 13 x 4 x 1 cm fragment of gray membranous and fibrous like tissue. Second is a 130 gram aggregate of omental type tissue which when spread out is 14 x 13 x up to 2 cm. The omentum does not have any specific masses within it. Section of each component submitted. (1 block). Diagnosis: ventral hernia sac and omentum: fibrous hernial membrane sac and associated omental tissue (130 grams). On (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation performed: recurrent ventral hernia repair with mesh. Assistant: none. Anesthesia: general endotracheal anesthesia. Indications: the patient has a painful ventral hernia which is recurrent times 2 requires repair. Findings: ventral hernia approximately 8 cm in defect. Description of procedure: ¿the patient was prepped and draped in the usual sterile manner. After general endotracheal anesthesia is achieved, a midline incision is made, cephalad to the umbilicus, down to the subcutaneous tissues. The hernial sac was resected and the hernia defect visualized. The muscle fascia was of moderate quality and it was felt that this could be repaired but it was necessary to put mesh in. A 32 x 24 piece of dual layered mesh was placed into the abdominal cavity with the gore-tex side down and the marlex side up and sutured circumferentially to the fascia well away from the open area of the fascial edge with interrupted #1 nurolon sutures. The fascia was then closed transversely over the defect incorporating the mesh with interrupted #1 nurolon sutures. Having effected an excellent repair, a large jp-19 french drain was placed through a stab wound into the depths of the wound and sutured to the skin with 2-0 silk suture. The subcutaneous tissues were infiltrated with 30 cc of 0.5% plain marcaine and approximated with running 3-0 vicryl suture in layers and the skin with staples. A sterile dressing was then applied. The patient tolerated the procedure well and left the operating room in good condition. The estimated blood loss was 50 cc. No complications. No untoward effects. The only drain placed was a jackson-pratt.¿ on (B)(6) 2006: (B)(6) center. Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc08. Lot batch code: 03880884. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc08/03880884) was implanted during the procedure. On (B)(6) 2017: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Anesthesia: general endotracheal. Procedure: laparoscopic recurrent incisional hernia repair with mesh with removal of old mesh. Indication for procedure: patient has a recurrent incisional hernia. Risks, benefits, and alternatives: risks including, but not limited to, bleeding, infection, death, recurrence of hernia and scarring. Benefits including, but not limited to, relief of symptoms were discussed. Alternatives including laparoscopic, open hernia repair and non operative management were also discussed. All questions were answered. The patient/parents stated understanding and wished to proceed with laparoscopic hernia repair. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating theater and placed in a supine position on the operating table. After adequate general anesthesia had been obtained, the patient was positioned prepped and draped in the usual sterile fashion. 0.5% marcaine local anesthetic was injected at all port sites, 5 mm bladeless trocar was inserted in the right upper quadrant revisualization the and was insufflated. General inspection confirmed ventral/incisional hernia with omental adhesions to the old mesh and incarcerated omentum within the hernia defect. 2nd 5 mm port was placed in the right lower quadrant. Incarcerated omentum was reduced. The omentum was also dissected free from the previously placed mesh which was contracted and mobile at the edges. After adhesiolysis had been completed, the area was inspected and the previously placed mesh was poorly incorporated and contracted and it was felt that its presence would interfere with placement and incorporation of the new mesh. Therefore, the old mesh was removed. There was no significant ingrowth from the fascia into the previously placed mesh. Multiple hernia defects were identified ranging from subcentimeter up to approximately 6 cm in the epigastrium. The defects were measured and extended 20 cm superior to inferior and 15 cm left right. A 25 x 33 cm ventralight mesh was obtained. Tacking sutures were placed in 4 quadrants. An epigastric incision was made overlying the largest hernia defect and the old mesh was removed. The new mesh was then inserted via the epigastric incision and deployed in the standard fashion. The tacking sutures were passed through the anterior abdominal wall with a grice needle. There was good circumferential coverage of the hernia defects with mesh. The mesh was secured circumferentially using pro tacks. The remainder of the abdomen was inspected, no other abnormalities were identified. No bleeding was identified. Ports were removed and the abdomen was desufflated. Skin edges were reapproximated using 4-0 vicryl interrupted subcuticular sutures. The area was cleaned and dried. Mastisol, steri-strips and a sterile pressure dressing was applied. The patient tolerated the procedure well and was sent to recovery room in stable condition.¿ complications: none. Specimens: mesh. Drains: none. Estimated blood loss: minimal. Total operative time: 1 hour 40 minutes. Postoperative orders are accurate and address the assessed needs of the patient. On (B)(6) 2017: (B)(6) center. Implant record. Mesh ventalight ellipse 10x13. Davol inc. Site: abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent hernia, omental adhesions to mesh, contraction/meshoma, removal of mesh. Additional event specific information was not provided.